Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, and after following the instructions, the customer successfully started their sensor session without encountering the error again.